Event description:
It was reported that an activation issue occurred after use with a ultrasafe plus x100l aff white ctrd. The following information was provided by the initial reporter, "they report that the spring does not retract the needle after injection."

Manufacturer narrative:
H.6. Investigation summary two photographs were provided by the customer for analysis. One of the photographs had a syringe with drug in it. The device would not fire in this case as the plunger would not reach the end of travel within the syringe. The other sample appeared to have an empty syringe however, the plunger had not made contact with the trigger fingers as a result the device did not activate. For the device to activate, the plunger rod must push the trigger fingers in order to allow the activation cycle to be initiated. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. The root cause based on the photographs is linked to end user error and IFU not being followed. Based on the

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an activation issue occurred after use with a ultrasafe plus x100l aff white ctrd. The following information was provided by the initial reporter, "they report that the spring does not retract the needle after injection."